Event description:
Tip of snowden-pencer flat nose grasper was noted that one of the flanges were missing after robotic xi assisted cholecystectomy. Patient required additional surgery to retrieve broken tip of grasper with no complications.